Event description:
Boston scientific received information that after a revision procedure of this right atrial lead, an x-ray revealed that this patient had a pnuemothorax. A drain was applied. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.